Event description:
An emergency craniotomy was performed on this pt on 27 july 2000. Furrholes were made using a hall drill and codman disposable cranial perforator. As the perforator penetrated the inner table of the skull, the entire drill began to rotate in the surgeon's hand. After this, a second codman disposable cranial perforator was attached to the drill and the same problem occurred. Of the 4 or 5 burrholes made with two perforators, drill rotation was experienced on two burrholes.